Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29 and the deliv sys d-evolutfx-2329, an infold of the valve system occurred upon first opening. The valve selection was correct based on the parameters, and the valve was loaded by a certified technician. A valve check was performed and was satisfactory on x-ray, and the annulus was pre-dilated with a 20 millimeter (mm) balloon. The valve system was inserted into the body, and upon first opening, the infold was observed. The valve system and valve were removed from the body, and a new valve and system were prepared and successfully implanted. No symptoms, complications, adverse events, or patient injury were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012995615); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded within the capsule of the delivery system. The valve was deployed and subsequently forwarded to the santa ana return product analysis (rpa) lab by the galway rpa lab. Upon receipt, the valve was received inside a heart valve return kit jar, fully submerged in cloudy 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood exposure. The device was received in a crimped configuration, with the inflow aspect displaying a reniform (kidney-shape) appearance. As received, all leaflets were in a partially open position. Leaflets were stiff at receipt, resulting in incomplete coaptation. All leaflets appeared dehydrated and stiff. Wrinkling and deep creases were present across the leaflet and valve skirt surfaces, indicating that the valve had remained in a crimped or compressed configuration for an unknown duration. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37°celsius) saline bath. Upon exposure, the frame expanded, and the reniform deformation resolved. Despite expansion, the valve appeared to retain a compressed state, likely due to extended time spent within the delivery system. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Due to the cond ition in which the valve was returned, a deployment simulation to evaluate the reported infold could not be performed. Updated d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a procedural delay occurred as a result of the infold due to a new valve needing to be loaded.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.